Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris. System operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that during an image quality check, the collimator iris was found to be opening too far. No patient injury was reported.